Event description:
Reported issue: hcp failed to fire stapler while using it on the patient. There was no reported injury.

Manufacturer narrative:
(B)(4), the customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned. The stapler was returned with approximately 24 staples remaining in the cover block, indicating that at least 11 staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be severely misaligned. Functional inspection could not be performed because of the severe staple misalignment. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation is pending, and a follow-up report will be issued after the investigation is completed.

Event description:
Reported issue: hcp failed to fire stapler while using it on the patient. There was no reported injury.